Event description:
It was reported that a new ilet pump user experienced persistent low glucose after a prior period of high glucose that resolved with a supply change, and the user ingested sugar and a meal without announcing it to the pump to treat the lows. Device images showed no additional insulin deliveries or meal announcements, and the event was characterized as a user management issue involving improper or incorrect procedure or method with no specific component implicated. Symptoms included hypoglycemia with a nadir of 62 mg/dl accompanied by dizziness, shaking or tremors, hot flashes or flushing, and a preceding episode of hyperglycemia reaching 401 mg/dl. Outcomes included a minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and a usage problem identified as overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.